Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented remotely via merlin.net transmission, non-sustained rv, post paced, t-wave oversensing was observed on the ventricular channel. Programming changes were made and there were no further non-sustained rv oversensing episodes post programming changes. Patient was stable throughout the event.